Manufacturer narrative:
Correction: disregard initial emdr, suspect was accidentally listed as an instrument. Please reference the correct manufacturer report number 9616066-2020-01498 from emdr (B)(4).

Event description:
It was reported that the syringe adapter set broke at the top. It was noted that no medication was infusing at the time of the event. The event occurred in pediatrics unit. Although requested, additional information was not provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is a pediatric.

Event description:
It was reported that the syringe adapter set separated at the top. It was noted that no medication was infusing at the time of the event. The event occurred in pediatrics unit. Although requested, additional information was not provided.